Event description:
According to the reporter: occurred during a laparoscopic sigmoidectomy procedure. The powered stapling device was set with the reload by the nurse. The surgeon pushed each button, however, could not open, close, or articulate the jaws. The event occurred during the procedure but the product was not used on the patient. Replaced by a competitor's device and the procedure was completed with no problem. The surgical time was extended by a few minutes due to the event. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Downgraded to not reportable. Additional information: prior to the laparoscopic sigmoidectomy procedure as part of the clamp test. Issue occurred while performing clamp test.

Manufacturer narrative:
Evaluation summary: post market vigilance led an evaluation of one device. Visual inspection of the returned product noted that the reload had a full staple complement. Functionally the reload was loaded into an instrument and was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.